Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. An event regarding dislocation involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Patient called stryker stating that she experienced 2 dislocations on her hip. Update 07-march-2019: it was reported the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2010 and was revised on (B)(6) 2015. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a citation stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocations. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called stryker stating that she experienced 2 dislocations on her hip. Update 07-march-2019: it was reported the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about on (B)(6) 2010 and was revised on (B)(6) 2015. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue.